Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen display and critical pump error. The customer's blood glucose level was unknown at the time of incident. The customer stated that the frozen display reoccurred second time after inserting the new battery. Customer also stated that the insulin pump had a broken force sensor was detected during seating or regular delivery. Customer also stated that they were unable to clear the alarm and were unable to rewind the insulin pump. The customer also reported that the alarm occurred during the time that the buttons were not responding. Customer also stated that the insulin pump screen did not turn off after inserting the new battery. The pump will need to be replaced. Advised the insulin pump will need to be replaced and to revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book) after battery installation and unable to download, problem isolated to electronic assembly. Unable to perform functional test including self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.